Event description:
On (B)(6) 2013, the reporter contacted animas for an unrelated issue and mentioned that in (B)(6) 2013, the patient was admitted to the hospital for diabetic ketoacidosis. The reporter was unsure of the reason for elevated blood glucose, but noted that she thought that the pump may not have been delivering. The reporter also noted that she thought it may have also been due to the patient being new to insulin pump therapy. Animas was reportedly not contacted at the time of the incident. A specific date and details of the incident were not provided. The pump was unavailable for troubleshooting at the time of the initial contact. Customer technical support has attempted to contact the reporter for troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention while using insulin pump therapy and due to the allegation that the pump may not have been delivering as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation for the complaint could not be adequately completed due to moisture damage. The pump was returned with moisture in the display lens. There were no auditory of vibratory features, and the display remained blank. Leak testing revealed a leak at the audio bolus button. The pump cover was removed and there was evidence of internal moisture damage.